Event description:
Boston scientific crm received information that some difficulty was experienced with initial right ventricular (rv) lead implant and positioning. However, the procedure was completed with satisfactory results. Once the patient reached recovery, they became hypotensive with erratic pacing, which was confirmed by the anesthetist. The patient returned to the operating room with suspected tamponade. The patient's chest was opened and an rv perforation was observed within the vessels. The rv lead did not exit outside of the heart wall. The perforation was successfully repaired, and all diagnostics were confirmed satisfactory. The patient was sent for recovery in the ICU. No further adverse effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.